Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter would not blink despite successfully connecting to the sensor. The patient's blood glucose at the time of incident was 104 mg/dl. During troubleshooting it was confirmed that the transmitter was undamaged. However, the sensor electrode may have been bent or dislodged. The sensor will not be returned for analysis.